Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lower anterior resection, after the device was used for about two hours during the operation, error sound was generated suddenly and activation stopped. The device was able to be used after it stopped once. When the jaws were cleaned with gauze, the active blade broke at proximal end. The active blade completely disengaged, but nothing fell into the patient's cavity. It fell on the instrument table and was retrieved. A new device was taken out and used. There was no patient injury.